Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the pump showed there were multiple motor stalls and recoveries observed in the logs. Significant residue and shaft wear were found on the upper shaft of gear 2. Residue was also found on the jewel where the upper shaft of gear 2 inserted into the top bridge assembly. The motor stall was noted to be due to shaft bearing. (B)(4)

Event description:
It was reported that there was a motor stall and it was unknown if it recovered. The pump was explanted and replaced. There were no patient symptoms associated with the event. The pump was being used to deliver morphine and clonidine. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported the motor stall did not recover. The patient was receiving effective therapy after the repl acement of the pump.